Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Device is similar to 510(k): k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: no imaging is provided and no product is returned. Therefore, it is not possible to comment on the filter leg, which became dislodged on initial retrieval attempt and lodged in the right ventricle. Patient is asymptomatic, but may require anti-coagulation. The retrieval technique used is not reported, but filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter fracture of the wire is an uncommon, but a known risk in relation to filter implant. However, the filter fracture occurred during retrieval and not during the implant period. Lot# and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: "we have had a complication from an attempted removal of an ivc filter. One of the legs became dislodged on initial retrieval attempt. Although the main body has been removed, the leg fragment has become lodged in the right ventricle. It's very small, and our cardiologists feel the risk of it causing a complication is very small compared with trying to snare it. The patient is very young (post twin delivery) and our haematologist is concerned that she may require anti coagulation." Patient outcome: unknown, but information is requested.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Device is similar to 510(k): k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress. (B)(4). Catalog#: unknown but referred to as a cook celect filter. Device is similar to 510(k): k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: "we have had a complication from an attempted removal of an ivc filter. One of the legs became dislodged on initial retrieval attempt. Although the main body has been removed, the leg fragment has become lodged in the right ventricle. It's very small, and our cardiologists feel the risk of it causing a complication is very small compared with trying to snare it. The patient is very young (post twin delivery) and our haematologist is concerned that she may require anti coagulation." Patient outcome: unknown, but information is requested.